Manufacturer narrative:
Concomitant medical products: product ID 37751 lot# serial# (B)(4). Implanted: explanted: product type recharger product ID 97740 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient's controller and recharger were dead, they plugged them in and received nothing. The patient could not recharge their battery. A new recharger was requested. Additional information received from the patient. It was reported that patient's programmer was not operational and would not even turn on anymore; they did not have any pain relief. The patient could not see how charged they were or if the implant was charged as their recharger did not work either. The programmer was blank, even after putting in brand new batteries. The patient did not see any damage or corrosion to the battery compartment. They saw their healthcare provider (hcp) today and the hcp said the patient needed to get it replaced. A replacement controller was requested. No further complications reported.